Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. The health care professional reports that the pt is in the intensive care unit and the fecal management system was inserted because the pt had diarrhea due to a reaction to antibiotics. The reporter stated that the event occurred during the first irrigation, and lasted for 24 hours (1 time every 8 hours). The balloon was inflated with 35 ml of physiological water. The health care provider stated the reported event did not bring any harm to the pt and that it did not interfere with the clinical course of the pt. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted.

Event description:
A health care professional reported that the product leaked at the perineal area during the execution of washing the cannula.